Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). It was reported that the patient died on (B)(6).  No additional information was provided. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 to repair two hernias and mesh x2 was implanted. It was reported that the patient experienced an undisclosed injury and necessitated additional invasive medical treatment. The patient died on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/12/2020.